Event description:
The husband of a conformis patient indicated in an online forum post that his wife had a conformis total knee replacement approximately three months ago. Physical therapy caused knee cap to dislocate and caused pain for the patient. The surgeon indicated to the patient that revision surgery may be required if physical therapy does not resolve the problem.

Manufacturer narrative:
Patient and device identification information is unknown. No investigation can be conducted.